Event description:
The patient was admitted to the hospital for left knee arthroscopy and ostectomy secondary to arthrofibrosis and heterotopic osteophyte formation status left total knee arthroplasty. The surgeon used the arthrowand to debride around the osteophyte. He used the device for fifty minutes. At the end of this interval, the baseplate on the arthrowand was found in two pieces. The surgeon removed the smaller pieces which represented one third of the device without incidence. The larger piece, representing two thirds of the device, fragmented when it was removed. The surgeon believed that he had removed 50% or more of the disk. The remainder could not be found. The knee was then lavaged. Just to see if an arthrowand would be visible under the c-arm, it was tested as such and the disk distally was barely visible on the c-arm. The surgeon conducted a visual examination of the knee for retained arthrowand pieces under fluoroscopy and he was unable to identify any metallic foreign body. The knee was once again lavaged.